Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported the stealth 360 peripheral orbital atherectomy device (oad) was being used to treat a very calcified, tortuous common iliac artery (cia), external iliac artery (eia), and a common femoral artery (cfa) with brachial artery access. During the procedure, the oad driveshaft fractured. Due to calcific, arteries, imaging could not demonstrate where the fractured component was, thus the fractured component remained in-vivo. The procedure was complete prior to observing the fracture, as the fracture was observed post-treatment. The patient was discharged in stable condition.

Event description:
It was reported the stealth 360 peripheral orbital atherectomy device (oad) was being used to treat a very calcified, tortuous common iliac artery (cia), external iliac artery (eia), and a common femoral artery (cfa) with brachial artery access. During the procedure, the oad driveshaft fractured. Due to calcific, arteries, imaging could not demonstrate where the fractured component was, thus the fractured component remained in-vivo. The procedure was complete prior to observing the fracture, as the fracture was observed post-treatment. The patient was discharged in stable condition.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported driveshaft fracture appears to be related to operational context. In this case, it is possible that the driveshaft fracture is due to patient disease state and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: h6 (codes 4118, 3233, and 11 no longer apply)